Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient had their ipg explanted and replaced to address the issue.

Event description:
It was reported the patient's ipg was not communicating to the programmer or clinician programmer. Surgical intervention may take place at a later date.